Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 insulation on the jaw and the heater wire were separating. This as observed after the device was used in a lower leg harvest and prior to inserting the device into the upper leg. Nothing fell into the pt. A different device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).